Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three-piece lens, and the trailing haptic caught on the plunger and was torn. There was patient contact, but no injury. Additional information has been requested from the facility, but none has been forthcoming. If more information does become available, a supplemental medwatch report will be sent.

Manufacturer narrative:
F10: event problem codes: patient code: 2199 - no consequences or impact to patient, labeled. Device code: 2634 - lens (iol), torn, split, cracked, unlabeled. H6: evaluation results: visual inspection of the returned product found the lens optic torn and a piece of the lens optic and one haptic torn off. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.